Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was over 500 mg/dl and the cause was not known. The customer also reported that the fill estimate was inaccurate. The customer was treated in the emergency room (ER) with intravenous fluids and insulin. At the time of the report the customer had not yet left the emergency room (ER). After troubleshooting, the contact agreed that the pump was functioning as intended and the high bg was not related to any issues with the pump or supplies. The contact declined further follow-up from tandem technical support.